Event description:
It was reported that the left ventricular (lv) lead had no capture and high impedance while programmed lv tip to right ventricular (rv) ring. However, the lead exhibited normal pacing and impedance while in bipolar configuration. The lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.